Event description:
Patient had a right total knee in 1998. They have had pain since that time. They have difficulty with activities of daily living. Bone scan shows a loose tibial component. This patient was admitted to this facility for a revision of the total right knee. All components were removed and replaced.